Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the severely tortuous and severely calcified left circumflex artery. After pre-dilation using a 2.5x20mm balloon, a 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the proximal part of the stent was deformed. The procedure was completed with the deployment of 3.0x24mm and 2.25x16mm synergy¿ drug-eluting stents. No patient complications were reported and the patient's status was stable.